Manufacturer narrative:
This report is being submitted to correct the information in sections b5 and h6. This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited noise, which technical services (ts) suspected was electromagnetic interference (emi). The noise was oversensed. This pacemaker remains in service and no adverse patient effects were reported.